Event description:
Related manufacturer reference number: 1627487-2022-05972. It was reported the patient has a lead fracture. Lead diagnostics indicated high impedances on all contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Implant date is unknown.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. It was determined the patient had a lead fracture and high impedances was measured on all contacts. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.